Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40 lot# v734509 implanted: (B)(6)2013 explanted: (B)(6)2018 product type lead product ID 3389s-40 lot# va00k07 implanted: (B)(6)2013 product type lead medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the lead not helping with therapy was not determined. The surgery may not be scheduled as it wasn't an active contact being stimulated. When asked if the issue resolved it was stated "damage contact was not being used." There were no further complications reported.

Manufacturer narrative:
Other applicable components are: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot# va00k07, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-mar-2014, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-dec-2014, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had a surgery planned to replace a lead for improved therapy. The cause was unknown, but impedance checks were done. The issue was resolved after the lead replacement. It was also stated that when removing the left lead the surgeon damaged contact 3 in the right lead during surgery. Impedances were again checked. The left lead was in and they will be turning off the contact that was impacted by the short circuit. The issue was not resolved. Surgery was scheduled to remove the stn lead and implant the lead in the gpi. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389s-40 lot# v734509 serial# implanted: 2013-(B)(6) explanted: 2018-(B)(6) product type lead product ID 3389s-40 lot# va00k07 serial# implanted: 2013-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the surgery was still planned to proceed. There were no further complications reported.